Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, erosion/extrusion, patient preference.

Manufacturer narrative:
This follow-up MDR is created to document additional information received from the physician. Additional information received 07/19/2017: the explanting physician called in response to an information request received for this file. He indicated there was no erosion or extrusion, the pump tubing was compressing on the pt. Urethra when inflated so the ipp was replaced. Additional information received 07/14/2017: the hospital responded to the device request via email and stated the explanted device for this case was disposed of.

Event description:
Additional information received 07/19/2017: the explanting physician called in response to an information request received for this file. He indicated there was no erosion or extrusion, the pump tubing was compressing on the pt. Urethra when inflated so the ipp was replaced. Additional information received 07/14/2017: laboratory safety officer from (B)(6) medical center in (B)(6) responded to the device request via email and stated the explanted device for this case was disposed of.